Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The information received suggests that despite setting the correct volume to be infused (vtbi) from the container at the start of the infusion, the user is having to reset the vtbi several times during the infusion as fluid is remaining in the container. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.